Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va044g5, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
About three months prior to the date of this report, it was reported the patient was having severe pain and swelling at their implantable neurostimulator (ins) pocket site on the top portion of the implant. The patient stated their ins was sticking out ¾ of an inch on the top. It was noted the patient couldn¿t touch the site and it had gotten bad in the week or so prior to report. It was also stated the patient had been symptom free up until 2-3 weeks prior. It was noted the patient was taking oral medication at the time of report which were not even covering pain and the patient didn¿t know if something needed to be drained or not. Reportedly, the patient stated they may need to go to the emergency room because the pain was so horrible and it was getting worse. It was also noted the patient was unable to adjust stimulation but it was stated the issue of not being able to communicate could be due to the swelling. The patient put new batteries in the programmer and the screen did come up. Information received as of the date of this report indicated the patient experienced a loss of therapeutic effect. The patient did not know if therapy was not on or just not working. It was stated that the past ¿couple of days¿ had been ¿extremely¿ symptomatic with the patient¿s interstitial cystitis pain. Regarding the pocket site being painful to the touch, it was noted the patient was given an intramuscular shot of toradol. They injected the patient at the ins site. For a few weeks, the ins was ¿jutting out,¿ was swollen and painful. It was thought to be a hematoma caused by the injection at the site. It was stated that resolved by itself and was no longer a problem. No infection was noted. It was noted that the patient had back surgery in (B)(6) 2013 and they had woken up too soon in surgery and ¿tore down to the bone and muscle¿ and created a hematoma. The patient was placed in a medically induced coma for three days. The surgery was not indicated to be device related. It was unclear if the injection of toradol was due to pain from this back surgery or due to pain at the device site. The timeline was unclear. A follow up report will be sent if additional information is received.